Manufacturer narrative:
Zimvie complaint (B)(4). Additional: 510(k) numbers are: k011028 and k013227.

Event description:
In (B)(6) 2022, the patient went to the doctor because of the missing second tooth in the lower right. After the examination, a dental implant surgery was performed, and an implant was implanted. In the later stage, the patient reported that there was redness and swelling around the implant site, accompanied by strong pain. When patient came to the outpatient clinic for examination, it was found that the patient had allergic symptoms, and the patient asked to remove the implant. Tooth site #42 (fdi).

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. A impl tapered scr-v sbm 3. 7mm 3.5mm 8mm was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, however no damage identified. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (1239783). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1239783) for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is patient specific issue, implant not placed properly, clinician error and inadequate treatment planning. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.